Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause for the could not be established. However, it is likely that the foreign material in the air/water cylinder and tube was due to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air/water-cylinder and tube has foreign objects. There was no patient involvement.